Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided evaluation of the customer issue included a review of the complaint text, a search for similar complaints, labeling review, and device history review. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Device history review did not identify any issues that may have caused the customer issue. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.

Event description:
The product evaluation, closed on may 15, 2017, determined that a malfunction was identified, which impacts the previous reportability decision. The customer reported falsely elevated creatinine results for one patient generated using the clinical chemistry creatinine reagents. The following data was provided (mg/dl). Sid (B)(6) initial 7.60, repeat 0.7. No impact to patient management was reported.